Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. It was noted both flow sensor flappers were stuck to the top of the housing. The flow sensors were replaced, and the unit was returned to service. No report of patient involvement.

Event description:
The hospital reported the unit alarmed 'vt compensation locked'. There was no report of patient involvement.&#842;